Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 160, 213, 291, 238 and 243 mg/dl. Customer stated high results started about three weeks prior to date of call. The customer's expected fasting blood glucose test result range is 80 - 131 mg/dl. The customer is utilizing alcohol pads for some of the tests but is also just washing her hands with soap and water. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 151 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: result 1:160mg/dl date:(B)(6) time:8:27a fasting , result 2:213mg/dl date:(B)(6) time:9:05a fasting , result 3:291mg/dl date:(B)(6) time:11:49a fasting, result 4:238mg/dl date:(B)(6) time:11:51a fasting , result 5:243mg/dl date:(B)(6) time:12:32p fasting.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 160, 213, 291, 238 and 243 mg/dl. Customer stated high results started about three weeks prior to date of call. The customer's expected fasting blood glucose test result range is 80 - 131 mg/dl. The customer is utilizing alcohol pads for some of the tests but is also just washing her hands with soap and water. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 151 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: result 1:160mg/dl date:2/13 time:8:27a fasting, result 2:213mg/dl date:2/11 time:9:05a fasting, result 3:291mg/dl date:2/09 time:11:49a fasting, result 4:238mg/dl date:2/07 time:11:51a fasting and result 5:243mg/dl date:2/03 time:12:32p fasting

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.